Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave and p-wave oversensing due to low amplitude causing two untreated episodes and one inappropriate shock. Boston scientific technical services (ts) was consulted and discussed programming options. Initially the s-ICD was reprogrammed to one zone. It was also reported that the patient has an infection in their foot, has a history of methicillin-resistant staphylococcus aureus, was in heart failure and has suicidal indications. Two months later the s-ICD and electrode were explanted due to the oversensing and returned for analysis. No additional adverse patient effects were reported.